Event description:
The provider states the chair wheels are locking up and the wheellock will not adjust. According to the provider, no end user involvement. This chair is part of the stock and was taking the chair out of stock for a potential consumer. Protocol questions do not apply.